Event description:
While using a byte night aligners, patient reported that their top aligner cutting their gums and are pressing on them and turning their gums white. The patient has not worn their top aligner for 3 nights because it has been hurting too much. Patient was sent discomfort tips and did not reply previously. Asked patient if they have tried the tips and requested additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.